Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. The customer initially could not reset the pump due to the absence of a charging cable, so they received instructions from technical support on how to reset it once they obtained the cable. After following these instructions, the malfunction did not recur, allowing the customer to continue using the pump with the understanding that they could call back if any issues reoccurred.